Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error messages was electrical contacts of the scope connector were corroded, broken, and deformed by user handling which led to occurrence of communication error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device gave error b30. The error resolved and the image restored to normal when an electrical connector was replaced. The customer's originally reported issue of error 216 was not confirmed; the reported error was not reproduced. The following additional findings were also noted: water tightness lost due to pinhole on bending section cover, and specified resolving power was not obtained due to deformation of a plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during reprocessing of their evis lucera elite bronchovideoscope prior to use in a diagnostic tracheoscopy, the device gave error 216 when using angulation. The issue did not result in any delay, and a similar device was used to complete the procedure. The procedure had been completed successfully, and with no delay. Upon inspection and testing of the returned unit, it was discovered that the device gave error b30, and the bending section cover was leaking. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.